Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that two hours after starting treatment with a polyflux 140h, a blood component leak alarm occurred, however, blood was not visually confirmed. The filter was checked, and an external dialysate leak was observed from the header.there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 h10: the device was received for evaluation. The visual inspection by naked eye of the product showed the product wet. A leakage test of the blood side was performed ad no leak was observed. A leakage test of the dialysate side were also performed and a leakage was found. The product had a crack in the welding zone. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.